Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot #73l1600745 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clip got broken when the user loaded the applier with the clip then pulled the applier from the cartridge. Therefore, a new unit was used instead. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot # 73l1600745 was manufactured on 12/05/2016 a total of (B)(4) pieces. Lot was released on 12/07/2016. DHR investigation did not show issues related to complaint. The customer returned two clips from unit 544240 hemolok l clips 6/cart 84/box for investigation. The clips were returned loose from the cartridge, but the cartridge was also returned. The clips were visually examined with and without magnification. Visual examination of the returned clips revealed that both clips were broken. One clip was broken at the hinge and one clip was broken at one end and the two bosses on that end were returned loose. For the clip that was broken at the hinge, the damage on the inner hinge is damage that can be caused by hyperextending the clip. For the other clip, the damage found appears to have been caused by improper loading. The applier was not returned. No other defects or anomalies were observed. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this other remarks: is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clips broken" was confirmed based upon the sample received. Visual examination of the returned clips revealed that both clips were broken. One clip was broken at the inner hinge which can be caused by hyperextending the clip. The other clip was broken at one end and had both bosses loose. This clip appeared to be damaged due to improper loading. The appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
The clip got broken when the user loaded the applier with the clip then pulled the applier from the cartridge. Therefore, a new unit was used instead. There was no patient injury.